Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reported stated that the ins has "not worked for years "and was unable to clarify "not worked" and noted patient did not have patient programmer (pp) with to confirm stimulation status. There was no symptom reported. There were no further complications reported at this time.

Manufacturer narrative:
Manufacturer¿s report # 3004209178-2019-13734 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they reiterated the issue of the device not working for them and they still go very ¿10-15 seconds¿. There were no further complications reported or anticipated.